Event description:
It was reported that the customer's insulin pump screen is damaged. The customer cannot read the screen. Blood glucose level was not reported. The product is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.